Event description:
It was reported that during a lap colon procedure, the active blade broke and part fell into situs, but could not removed. No further info available. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 02/22/2008. Info anticipated, but unavailable at this time.